Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was low (56 mg/dl). Contact indicated that basal setting may need adjusting as customer was new to the pump. Juice was given to customer by a parent to correct bg level. Recommendation was made by tandem technical support to consult with health care provider regarding appropriate basal setting for the customer.